Manufacturer narrative:
Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record review could not be performed because the model and serial number of the complaint product are unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 intraocular lens (iol) was implanted and the patient complained of not seeing well. The zmb00 was replaced with a monofocal non-johnson and johnson lens and the patient is seeing better. Additional information reported that patient came to the explanting surgeon on referral a few years after his initial surgery. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.